Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202988330 in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 16-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 270 ml. Flow rate: unknown. Procedure: abdominoplasty. Cathplace: unknown. Date/time infusion start: (B)(6) 2019 at 1:00pm, date/time infusion stop: 48-hours after surgery (B)(6) 2019. It was reported a fast flow event occurred. Additional information received (B)(6) 2019 stated the operating room (or) nurse "cut off the white clips and disposed of the pump". The patient reported that the device infused in 48-hours. Additional information received (B)(6) 2019 stated the device was carried in on-q bag secured the around patient's waist. Additional information received (B)(6) 2019 stated the pump was filled "the before or the morning of the same day of use". There was no reported injury.